Event description:
It was reported that during a vaginal hysterectomy procedure, the device remained closed on the tissue. During a coelioscopic vaginal hysterectomy, at the first firing of the stapler on the tissue between the ovary and the uterus, the surgeon heard a noise ("crack") when he closed the instrument. He did not feel any unusual resistance at the closing, but when he tried to open the stapler, he could not. It remained closed on the tissues. The surgeon had to do a laparotomy to remove the instrument from the patient tissues. The patient is fine today. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis results found that the atw45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).